Manufacturer narrative:
Removed a0904 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90q0 (serial: (B)(6); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported everything went smoothly yesterday, they took care of themselves during the night, they got up at 1: 30 in the morning and went to the bathroom very easily and got about 200 ccs out, they woke up at 3: 30 and did it again and almost got 175 ccs that time, got up again at their normal time and got 250 ccs just in a normal urination, it felt great, they went ahead and catheterized like the hcp wanted them to and they got about 500 cc's out. Patient said today, they have not felt like they needed to go to the restroom all day long and all of a sudden they are getting no stimulation, they always felt it before and when they used their equipment they saw: communicator connection and device not responding. Reviewed stimulation sensation and therapy effect information. Worked with patient to use their equipment and pt was successful to synch with their implant and patient confirmed therapy was turned on, set on the expected settings. Reviewed device therapy optimization information, control equipment general use and function and redirected to their hcp.